Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 348 mg/dl, 236 mg/dl, and 133 mg/dl. Customer administered dose of humalog based on result of 133 mg/dl. No adverse event reported. Requested return of suspect device, and replacement was sent.